Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: pump powers with returned battery cap. No evidence of moisture contamination inside cartridge compartment. Cartridge cap is able to fully tighten. A battery compartment crack observed below grip pad. Leak test passes. Removed pump case. No evidence of moisture contamination inside pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was evidence of moisture ingress in the cartridge compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.